Manufacturer narrative:
Information references the main component of the system and other applicable components are: product I:d 37752, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient is charging too often as of about a month prior to date notified. It was stated that they are now charging every other day or two, which is different than they were doing before. The rep confirmed that the patient had recently been reprogrammed or switched to a new group, with no falls/trauma/emi related to the issue. An impedance check was performed which showed values within range. Insr recharging statistic were checked and showed only 1 charging session with other entries as zeroes. The patient was asked regarding the recharging statistics and confirmed that they had never performed a reset and had only charged before with it. It was noted that the insr was working fine and they are able to communicate and maintain coupling bars on date notified. The patient's indication for implant is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.